Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "unit reset itself every time you touch the unit," which was confirmed and reproduced during evaluation. Evaluation found when both the ac/dc powers were induced and the pump was moved slightly the unit would start to power up, but never fully completing power up. The cause was determined to be a failed power cord, which was replaced to correct this condition.

Event description:
It was reported that a spectrum pump "reset itself every time you touch the unit." It was also reported there was no patient injury.